Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After investigation found tip broke on first use and from correspondence dr. Followed correct technique. A DHR review was conducted with no discrepancies noted.

Event description:
In this event it has been reported that proultra surgical tip #5 broke. No patient injury.